Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and suture as used. While closing the fascia, the needle pulled off the suture. There were no adverse patient consequences.